Event description:
A surgeon reported that there was poor phaco power during a phacoemulsification procedure. An alternate system was used to complete the procedure with no impact to the pt.

Manufacturer narrative:
The customer did not request service. There was no sample returned for eval and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined conclusively. (B)(4).